Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that regarding the patient's pre-existing condition, his spinal cord was damaged 3.5 years ago and he had tightness and burning in his buttocks with numbness and tingling in his left leg. The patient had went through 19 procedures and then got a rod and then a stimulator that they couldn't get up high enough and then the current healthcare provider (hcp) suggested the patient use a pain pump. The patient was noted as sitting better then he used to since being implanted, but isn't a "sitter" and states the burning is 75% gone, but the tightness is still there which was disappointing to the patient. It was noted that the patient did receive a high concentrate during the trial; however the dose was believed as probably not anywhere near that dosing now. The patient does receive 6 to 7 boluses a day and can receive up to 10 boluses per day, but the patient doesn't feel a change. The patient has not experienced any therapeutic benefit/relief as he expected even with using his personal therapy manager (ptm) for boluses several times a day. The patient was getting discouraged because he hasn't experienced any relief with his new pump therapy after being implanted on (B)(6) 2016. The patient knew he could receive boluses up to 10 times per day and didn't know if it takes time or what regarding the period of adjustment. The patient had not heard from their hcp or the company representative who was in the operating room at the time of implant. The patient however had received a letter on (B)(6) 2016 and thought he would call the manufacturer. The patient felt talking with a manufacturer representative on (B)(6) 2016 had helped him. The incision was described as being fine but the pump was sticking out more than the patient thought it would. The patient was not experiencing any pain from the pump site. It was further reported that the following day after implant ((B)(6) 2016) the patient couldn't urinate. The patient called the nurse at that time and was told to go to the emergency room for a catheter. The patient waited and then went to urgent care and the patient was able to go a little bit and then it started the process and it resolved. The patient was considering contacting their hcp and update them on their current symptoms since being implanted. The patient was scheduled for an upcoming appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.